Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 447 mg/dl. The customer¿s current blood glucose was 503 mg/dl. Customer treated for high blood glucose with insulin pen. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer reports pump was worn during a medical procedure around high magnetic field. The insulin pump will be returned for analysis.